Event description:
Respiratory therapist started a nebulizer treatment on this pt, then noted low expiratory volumes, increased peak pressures, peep, and increased blood pressure. The pt was taken off of the ventilator and bagged. When test lung was placed on vent the problem remained. The pt was placed on a different ventilator. Former ventilator was removed from svc.